Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour was reported. The patient¿s parents heard him making sounds and went to check on him. They could not wake him up and could not find his blood glucose (bg) meter so called an ambulance. Emergency medical services (ems) checked his bg with a result of 1.6 mmol/l and administered glucose 7 times before he woke up (dosing described as "5x5units and 2x2units"). After the glucose administration the patient woke up. Ems rechecked the bg which had risen to 7.6 mmol/l. The parents checked his bg values two hours after the ambulance personnel left and it was at 7.9 mmol/l. The patient did not sustain any injuries and was feeling well after the glucose injections. Additionally, it was reported that during the time of the event, the continuous glucose monitor had signal loss lasting about two hours, which prevented alerts for a hypoglycemic event. A review of the share logs was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.